Manufacturer narrative:
The blood loss is attributed to the operator not performing rinseback as directed in the user's guide when an alarm cannot be resolved. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions. The user guide also includes instructions for performing manual rinse back of the pt's blood when trained and instructed by the facility. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
A system alarm occurred at the start of a routine hemodialysis treatment and reoccurred while attempting to perform rinseback, resulting in an estimated blood loss of 90cc. The pt's hb decreased from 9.4 g/dl on (B)(6) 2011 to 9.0 g/dl post event. The pt's standard epogen dose was increased from 14,500 1xwk to 22,000 1xwk on (B)(6) 2011, 15 days post event. No other medical intervention was required.